Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "doctors using stapler on patients then it got jam, cannot work anymore". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first two staples appeared misaligned. There were no clear signs of biological material on the device. The trigger was returned partially engaged. The stapler was received with 17 staples remaining in the cover block, indicating that at least 18 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired properly. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. Upon the third attempt at firing the stapler into the skin pad, an unformed staple and a fully formed staple fired simultaneously. The staples were inspected after this, and they were again observed to be misaligned. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified.the reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The returned stapler revealed that the first two staples were misaligned. Upon functional inspection, the staples were not able to consistently fire properly. The sample was disassembled. Die casting anomalies were obser ved on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A non-con formance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "doctors using stapler on patients then it got jam, cannot work anymore". No patient harm or injury. The patient status is reported as "fine".